Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received form a healthcare professional via a manufacturer representative (hcp) reported that during a procedure it was impossible to lock the screw in position. No factors were noted to have led to the event as it was a new lead. No troubleshooting was performed. The implantable neurostimulator (ins) was changed and the issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found the setscrew was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the one elect. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported device settings as follows: 0.0 v, 210 us, 14 hz, electrodes 3+0-, cycling off, and battery results ¿ok.¿